Manufacturer narrative:
Findings: no belt clip received with unit. Unit passed displacement test, basic occlusion test and prime test. Unit had an unexpected motion sensor test failure alarm and motor position encoder error alarm during rewind and unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. Cracked case at display window corners and cracked lcd window noted. Cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 200 mg/dl. The customer stated that there is crack on the right upper side of the screen. The customer stated that the pump fell down about a ago while she was sleeping. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.